Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 80% stenosed lesion being treated was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. Access was obtained through the left femoral artery. The physician attempted to place the 2.75x28mm taxus liberte stent, but could not cross the lesion. The procedure was completed with a different device. No pt complications were reported. The pt condition was reported as "stable". However, the returned product analysis of the 2.75x28mm taxus liberte stent delivery system revealed stent damage and stent movement on the balloon.

Manufacturer narrative:
A visual and microscopic examination identified that the stent moved proximally on the balloon approx 5mm from the proximal edge of the proximal markerband. The stent was damaged throughout with rows 3 to 6 flared from the distal edge of the stent. The tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The balloon was partially inflated. A visual and microscopic examination identified kinks along the outer lumen of the device and also the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).